Event description:
A male underwent initial aaa repair in 2008. The physician placed one flex main body and two iliac leg grafts. The graft migrated but did not cause endoleak so the physician went in the following year, to place a main body extension to be preemptive just in case an endoleak were to occur. Pt is fine.

Manufacturer narrative:
Evaluation: still under investigation.